Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix would not retract or extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned stretched, and with the helix was fully extended. Visual inspection shows there is distortion and fractured of distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension. If information is provided in the future, a supplemental report will be issued.